Event description:
In 2004, the patient reportedly experienced sound percept problems while wearing the sound processor. The following month, the patient was seen at the center for evaluation. The audiologist noted a decrease in speech performance. The same month, the patient was seen by a company representative for device evaluation. Testing performed indicated that lock could not be consistently maintained. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.